Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned , therefore, a device analysis cannot be completed. A review of the service history revealed no previous service events that could cause or contribute to the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. It was reported the patient died at home. The cause of death was not reported. It was reported the patient was on the hc device at the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available.